Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with tactra procedures and is noted as such in the tactra instructions for use. Device history record (DHR) review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: labeling review confirmed that pain is listed as a potential adverse event in the device instructions for use. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain. The device was removed and a new tactra was placed. No allegations were made against device function. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra underwent a thorough analysis. The cylinders were visually and microscopically examined. Both components were found to be trimmed beyond the lowest graduation exposing the nitinol core. Additionally, the reported patient symptom is a known risk associated with tactra procedures and is noted as such in the tactra instructions for use. Based on the information available, a conclusion code of failure to follow instructions of device was assigned to this investigation. Updates: the device has been received and analyzed; therefore, the evaluation method, result and conclusion codes have been updated.

Event description:
It was reported that the patient experienced pain while using this tactra device. The device was removed and a new tactra was placed. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with tactra procedures and is noted as such in the tactra instructions for use. Device history record (DHR) review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: labeling review confirmed that pain is listed as a potential adverse event in the device instructions for use. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain while using this tactra device. The device was removed and a new tactra was placed. There were no patient complications.